Manufacturer narrative:
The returned device was physically inspected and revealed no issues. The device was then tested electrically and again no issues were noted; all outputs were within specification. The condition of the returned device was not consistent with the complaint of no output; the complaint was not confirmed. The root cause of the issue could not be determined. A DHR review was performed and no anomalies were noted.

Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a polypectomy procedure within the sigmoid colon on (B)(6), 2010 (patient weight unknown). According to the complainant, while trying to cauterize a polyp, the physician noted that no energy was being delivered. The physician changed out both the snare and active cord with no success. The procedure was completed by using another endostat electrosurgical unit. Following the procedure, the complainant was able to confirm that the initial snare and active cord functioned properly. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a polypectomy procedure within the sigmoid colon on (B)(6) 2010 (patient weight unknown). According to the complainant, while trying to cauterize a polyp, the physician noted that no energy was being delivered. The physician chanaged out both the snare and active cord with no success. The procedure was completed by using another endostat electrosurgical unit. Following the procedure, the complainant was able to confirm that the initial snare and active cord functioned properly. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) - no consequences or impact to patient. (B)(4)- no device output. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.